Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare provider meter and experienced being noncoherent a loss of consciousness. Customer was unable to self-treat and was seen by paramedics where blood glucose readings were taken(unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The returned sensor investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned sensor and did not observe any evidence of misuse or abnormalities. Performed a source measure unit (smu) test and observed the returned sensor to have electrical current and temperature values within specification, indicating no accuracy issues were present in the returned puck and that the puck's thermistor was fully functional. The returned sensor moves into sensor state 4, (active paired), indicating the sensor moved to a normal operation mode and was fully functional. Observed the returned sensor's poise voltage values within specification, indicating no issues with electrical signal lines integral to the glucose reading process. No abnormalities were observed during testing. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. In addition, the DHR for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.